Event description:
Info received indicates when the brake is applied the caster wheel locks, but the caster continues to swivel.

Manufacturer narrative:
The technician found the top of the caster was broken. The technician replaced the brake caster to repair the stretcher.